Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular graft allegedly tore during implantation in the upper arm. Reportedly, another graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation and three printed photos were provided for review. No tears could be identified on the returned graft or provided photos. Therefore, the investigation is inconclusive for torn material. Based upon the available information, the definitive root cause is unknown. It is unknown whether patient and/or procedural issues contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the vascular graft allegedly tore during implantation in the upper arm. Reportedly, another graft was used to complete the procedure. There was no reported patient injury.